Event description:
A malfunction alarm, labeled as "malf 12," was reported by the customer, but no notable events occurred prior to the malfunction. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not reappear. The customer was advised to continue using the pump and to call back if any issues recurred, which the customer acknowledged and understood.